Event description:
The patient was experiencing pain at pump site, falling and dizziness and was referred to another hcp. The manufacturer's representative reported that a catheter revision and pump replacement was planned . The catheter revision has not been confirmed, however, a new pump was implanted in 2006. The pump had been implanted for 84 months and was part of a device recall. The device was not returned for analysis. It is unknown if any troubleshooting was performed. Final patient outcome was not reported.